Event description:
It was reported an alarm 30 occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge; however, the cartridge alarm persisted. As a result, technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as backup therapy. The customer was guided on putting the pump into storage mode and was instructed to return the problematic pump using a pre-paid label within 10 days.